Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the implantation of the cage, the back edge of the cage broke off. The remaining cage was not removed per surgeon's discretion. There was no patient impact reported.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the device was not returned for evaluation. However a photo of the fractured piece was provided but it did not have enough detail with which to determine the cause of the fracture. A review of the manufacturing records did not identify any issues that would have contributed to this event. The device labeling was reviewed and found to contain instructions regarding proper device installation, including maintaining on-axis alignment between the implant and inserter.

Event description:
It was reported that during the implantation of the cage, the back edge of the cage broke off. The remaining cage was not removed per surgeon's discretion. There was no patient impact reported.